Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty (ptca), a shaft fracture occurred. While removing the stylet, during preparation, from the sterling 5.0 x 40/135 (4f) balloon, the shaft of the catheter fractured into two pieces. The fracture occurred 100cm from the distal end of the hub at the monorail exit. Another of the same device was used to complete the procedure. No patient complications were reported and the patient status is reported as "good".

Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty (ptca), a shaft fracture occurred. While removing the stylet, during preparation, from the sterling 5.0 x 40/135 (4f) balloon, the shaft of the catheter fractured into two pieces. The fracture occurred 100cm from the distal end of the hub at the monorail exit. Another of the same device was used to complete the procedure. No pt complications were reported, and the pt's status is reported as "good".

Manufacturer narrative:
Device available for evaluation; returned to MFR. Device evaluated by manufacturer: product analysis confirmed the shaft fracture stated in this complaint. The device was received in two pieces with the product mandrel and the balloon protector. The first piece measured 105 centimeters from the distal edge of the strain relief to the shaft separation site. The second piece measured 30.5 centimeters from the shaft separation site to the distal end of the distal tip. The condition of the device received is consistent with the reported event. The appearance of the fracture surfaces and separation sites are consistent with fracture due to tensile overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.